Manufacturer narrative:
Updated to incorporate information received on 2016-dec-05. D4: updated to incorporate current UDI. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2016-dec-05. The patient reported that the feeling of receiving an extra dose was not due to physical activity, but that they noticed one morning that they felt a feel of an extra bolus. The patient had made several attempts to contact their pain management doctor about the matter. According to the patient, the feeling of getting an extra bolus even when not using the ptm has not been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid 2.0mg/ml at 0.0110mg, 0.1985mg daily mg/day via an implantable pump. The indications for use were non-malignant pain and post lumbar laminectomy syndrome. The patient reported that he notices from time to time where he feels like he is getting an extra dose even if he isn't even using the ptm himself. The patient wanted to know if that was a normal feeling. The patient had spoken with their healthcare provider multiple times about the issue but the healthcare provider never seemed to have an answer for the patient. It was noted that the patient mentioned medication having had a 10% increase. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.